Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a dissected thoracic aorta using gore tag thoracic endoprosthesis. The gore introducer sheath with silicone pinch valve was inserted from the right femoral artery, through which the tag device was successfully implanted. The diameter of the right external iliac artery was less than 8.3mm. The diameter of the right femoral artery was not available. Removal of the sheath resulted in a dissection at the right femoral artery. A smart stent was implanted to repair the dissection. The patient tolerated the procedure.